Event description:
It was reported after 8 hours of volume ventilation, flow resistance increased. The pt was removed from the breathing circuit containing the device, and manually ventilated, without excess resistance. When the pt was returned to the original circuit, flow was blocked, even when the ventilator's pressure setting was increased. The pt was re-intubated and another volume ventilator was substituted without reduction of flow resistance. Then the device was removed from the circuit and flow was resumed. Blockage of the device was verified by staff attempting unsuccessfully to breath through the device. The device did not appear to be wet or contain accumulated secretions. It was reported that the pt had developed a pneumothorax as a result of this occurrence. The pt is in satisfactory condition and improving.